Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified a prior repair for the same reported issue within the review period. Visual inspection found no physical damage. Functional testing confirmed the device operated within specification, and the reported flow rate issue could not be replicated; event log review showed no related alarms or errors. The root cause could not be determined, with possible contribution from cassette or circuit components. No repair was performed, and the device was returned to the customer after all functional tests passed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flow rate error was too large. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.